Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: broken on the plug strap, crease fold, wear abrasion and yellow particles on the shell. Leak test and microscopic analysis was performed which identified: one sharp opening on the plug strap and broken sharp on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the plug strap due to an unidentified (tear) opening. A sharp broken on the plug strap due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and "patient's concern with product". Device has been explanted.